Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6)2010: the patient was pre-operatively diagnosed with bilateral sciatica and underwent the following procedures: 1) posterior spinal fusion l2-s1. 2) posterior spinal instrumentation l2-s1. 3) posterolateral interbody fusion l5-s1. 4) posterolateral interbody instrumentation l5-s1. 5) laminectomy re-do left l3-4 and bilateral l4-5. 6) new laminectomy, partial facetectomy and foraminotomy bilateral l5-s1. 7) hardware removal l3-l5. 8) epidural. 9) local bone graft. 10) allograft. 11) somatosensory evoked potential monitoring. As per op-notes,¿ annulotomy was done at the left l5-s1. A complete discectomy was done all the way to the end plate. Space was then packed with bmp (bone morphogenic protein) and allograft and cage was pressed in a press-fit. Once they were inserted in an acceptable position, facet screws were also placed at the bilateral l5-s1. An intraoperative fluoroscopy was taken and found the instrumentation to be in acceptable condition.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6)2011: the patient was pre-operatively diagnosed with right sciatica, bilateral loose s1 screw and lateral stenosis at l2-3 with retrolisthesis and underwent the following procedures: 1) posterior spinal fusion, l2-3 and l5-s1. 2) laminotomy, l3 and l5. 3) hardware removal. 4) exploration of fusion mass. 5) new pedicle screw placement bilaterally at s1. 6) reinsertion of set screws and rods, l2 to s1 with 2 crosslinks. As per operative notes,¿ once the decompressions were done, the rods were reinserted with new set screws. Set screws were tightened, and then 2 crosslinks were placed for further stability. At this time, the lateral gutter was cleaned of the soft tissue, and then bmp (bone morphogenic protein) with allograft was placed at the l5-s1, as well as l2-3 for revision fusion. At this time, the wound was copiously irrigated.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.